Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced sensor error lasting over 3 hours and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported she is hypo-unaware and fell unconscious for a few minutes due to the sensor error. There was no related medical intervention. The event occurred the day the sensor had been inserted. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.